Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 524 mg/dl. The customer declined troubleshoot for high blood glucose. The customer stated that the insulin pump received a suspend on low and noticed the remainder of the bolus did not deliver. The insulin pump will not be returned for analysis.